Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported whenever he changes the battery on his insulin pump, the bolus history gets erased. Customer's blood glucose was unknown. The battery is not out of the device longer than ten minutes. The device passed the self test. The alarm history showed a low reservoir, low battery, and an unexpected restart alarm. A temporary basal was programmed before the alarm. Customer was advised the temporary basal may have stopped. The device was not stored for a long period of time. The alarm occurred shortly after inserting a new battery. Customer was advised the device may have experienced an unexpected restarted. He was advised to monitor the device and call back if the issue recurs. Nothing further reported.